Manufacturer narrative:
Visual evaluation of the returned speedlock hip device shows the implant was fully deployed. The distal end of the extension push rod was bent. The snare line and spring were reeled in and no clinical suture was present. Functional testing could not be performed as the speedlock is a single use device. The complaint has been visually verified and the probable root cause is associated with levering the device during insertion. It is possible that during or after insertion of the device, if the device is levered, the implant can break off prematurely. The instructions for use (IFU) outlines warnings and precautionary measures when using the device such as ¿use care to properly align the implant and inserter handle with the bone hole during insertion. Do not bend or twist the inserter handle during and after insertion, as damage to the implant or incomplete insertion may result. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the implant was deployed into the bone socket, however, part of the peek anchor snapped off resulting in minimal fixation of the labrum. It is unknown whether the broken piece was able to be retrieved. No information provided regarding how the case was completed. No patient injury or other complications were reported.